Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The logs were returned and investigated. The placement signal not reliable alarms were confirmed. At the end of support, an electrical pump stop was observed because an alarm 119 was found. The root cause of the pump stop issue was not determined since product was not returned and log analysis is inconclusive of the root cause. The root cause of the optical signal issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old female with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The user facility reported that a "placement signal unreliable" alarm had occurred. Switching to a new console did not resolve the issue. The user was instructed to turn the placement signal alarm off and monitor the device for motor current and flows. The patient was successfully weaned and the impella 5.5 was explanted. There was no harm to the patient as a result of this incident.